Event description:
No additional information was received.

Manufacturer narrative:
Device evaluated by MFR was updated based on further investigation.

Event description:
It was reported that during an angiogram that was performed earlier that morning, there was noise on both channels and a stored event that has a beat that was not captured due to fusion. Technical services indicated that the noise looked mechanical. The evoked response detected a fusion beat during rvac beat to beat operation. Since the pace was delivered at a significantly higher output, the same chamber blanking was much longer to allow the pacing energy to dissipate so it is not oversensed. The longer blanking period causes the flat egm appearance since sense amplifiers are off longer. This is normal observations with rvac, and not considered non-capture. The right atrial and right ventricular leads were both explanted due to noise. The system was explanted and a new system was implanted on the right side of the patient. No additional adverse patient effects were reported.